Event description:
It was reported that the device had a very faint audio. There was a tone during power on self test (post), but it was very faint. No other audio could be heard. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The service history for this serial number was investigated for similar complaint mode. No similar complaint mode was found in the service history. The customer reported failure is a known issue and action has been taken under manufacturing corrective actions to address this error code.

Manufacturer narrative:
(B)(4).